Event description:
The device was received as an unidentified device with no further information regarding the event.

Manufacturer narrative:
Damaged clamping mechanisms and missing components. Evaluation summary: the analysis results found that one device was received with the anvil in the closed position and with a cartridge loaded in the device. The cartridge was received, void of staples and with the spring cartridge lockout missing. In addition, the device had the firing and clamping mechanisms damaged. No functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the yoke was damaged where it engages with the closure tube. Although no conclusion could be reached as to how the yoke became damaged, this damage can occur when excessive force is applied to the closing trigger when the jaws are clampled on tissue thicker than indicated. It should be noted that at least a 100% inspection takes place during manufacturing to ensure the device meets the required specifications. In addition, a sample of the batch is inspected. We have documented the circumstances as they were reported to us. In addition, the appropriate engineering personnel have been notified of this incident. A batch record review was performed and no anomalies were found during the manufacturing process.